Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 136 mg/dl from their meter compared to 200 mg/dl from a lab instrument. Tests were done 11-20 mins apart. Pt did not experience any adverse events. No further info has been reported.